Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no issues found from the device. A field service engineer verified that the problem had been addressed by the customer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system auxiliary drawer 3 failed to open properly. The customer indicated that this issue caused delays in the medication dispensing process. There were no adverse events or injuries reported based on this incident.